Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, device history records, and testing of retained reagent kit of the complaint lot number. Return testing was not completed as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 65089ud00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 65089ud00, was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2024, was 180.7, repeat result was 5.0 ng/l. The patient was recollected, under sample ID (B)(6), and the result was 7.4 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID:(B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2024, was 180.7, repeat result was 5.0 ng/l. The patient was recollected, under sample ID (B)(6), and the result was 7.4 ng/l. There was no impact to patient management reported.